Manufacturer narrative:
The following information was erroneously omitted from the previous report: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample a siltex cracking was observed in the posterior view. Within the siltex cracking, a rupture was noted measuring approximately 0.5 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture concomitant products: mentor memorygel breast implant 325cc, catalog number 3543257, lot number 207013 (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced capsular contracture baker grade iii and device rupture on the right side, confirmed via mammogram. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 350cc, catalog number 3503501bc, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2019.